Event description:
As reported for this event by the customer, the device yielded no image. There is no patient involvement.

Manufacturer narrative:
Full name of the facility is (B)(6). Full address of the facility is south of changing west road, west of wenqu road, north of changshui road, high-tech zone, feixi county. This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded no image on the screen during angulation. This is attributed to damage on the charge couple device (ccd) unit. Other observation for the device is that due to damage on the channel tube, water tightness is lost. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to the subject device having leakage and water invading the device during user handling which caused abnormality in electrical components. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "- inspection of the endoscopic image". "- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. - if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. - if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information.

Event description:
Addendum on mar 18, 2023: the issue of no image was found during inspection of device prior to use. The intended diagnostic procedure was completed with a similar device.